Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with bradycardia. It was noted that is was suspected that the right atrial (ra) lead had dislodged. The ra lead remains in use. No further patient complications have been reported as a result of this event.